Event description:
It was reported that a cartridge alarm occurred during bolus delivery with multiple cartridges. Customer's blood glucose level was 124-150 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was between 82-83 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
On (B)(6) 2022 tandem diabetes care was informed of an update regarding the customer's pump issue: the customer did not experience a cartridge alarm, but rather experienced a shattered touchscreen. The pump is not functional due to the touchscreen being unreadable. B5, h6 (medical device problem codes). B5, h6 (medical device problem codes).